Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced with a non-rechargeable device due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported that the patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced with a non-rechargeable device due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility. Additional information was received that the ipg was replaced due to patients preference.